Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had migrated and was protruding along the lateral ed ge of the incision. The patient experienced associated discomfort. The patient underwent a pocket revision. The device remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.